Event description:
Additional information was received on 30 apr 2024: the procedure performed was a renal stent via axillary access.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor was attempting to close a 7 french axillary access with an 8 french angio-seal. The first angio-seal pulled had dilator/sheath connection issues (did not securely click together), therefore, a second one of the same lot was opened. The doctor inserted the angio-seal sheath and dilator after connecting them; however, he was not able to get a good pulsatile flow from the arteriotomy locator. Even pushing it all the way in, it did not give him a good flow. (Patient had normal blood pressure.) The doctor adjusted it to where he thought it should be and attempted to deploy; however, the device did not work as intended, as if it were outside the artery. Additional information was received on 26apr2024: the device seemed to mate properly; however, would not give a pulsatile flow. This seemed to make for the device being deployed outside the vessel.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the arteriotomy locator, hemostasis sheath and carrier tube. The device was visually inspected and found in used condition with visible signs of blood. The sheath and carrier tube were returned mated, and rear locked with the clear stop deployed. The suture was cut distal to the clear stop marker. Functional testing was performed by inserting the locator into the sheath of a different complaint which was of the same lot number to check the connection. The components were mated and no issues with the connection were noted. The assembly was then injected with water at the distal tip while covering the blood inlet holes to check for blood return issues. Water was able to be ejected from the assembly without issue. The complaint was unable to be confirmed for a blood return issue. The exact root cause could not be determined. The likely cause could have possibly been biological debris clogging the blood inlet holes of the assembly preventing flashback. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).